Event description:
A discordant sodium result was obtained for one patient on an advia 1650. The result was not reported to the physician. The sample was rerun and confirmed on the same instrument. The corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the dilution probe pipette and sample probe pipette and performed probe mechanical alignments. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.